Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a venotomy closure of the right common femoral vein using the pre-close technique prior to an interventional hypertermic procedure. Reportedly, although the device was successfully pre-flushed with saline, no blood came out of the marker lumen when the prostyle was inserted into the vein. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to greater than 10f and the hypertermic procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing was performed on the returned device. The obstruction of flow was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to obstruction of flow during the procedure include but are not limited to under insertion of the device and or interactions of the device with patient tissue/blood leading to the obstruction of flow within the body of the patient. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.